Event description:
It was reported that the lead integrity alert triggered due noise and a suspected fracture on the right ventricular lead. The lead and device were turned off and remain implanted. The patient had a chronic implanted system abdominally implanted that was turned back on confirming successful therapies. No patient complications have been reported as a result of this event. It was later reported that the lead and device were removed.

Event description:
It was reported that the lead integrity alert triggered due noise and a suspected fracture on the right ventricular lead. The lead and device were turned off and remain implanted. The patient had a chronic implanted system abdominally implanted that was turned back on confirming successful therapies. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for lead failure predictor on (B)(6)-2012 and (B)(6)-2012. Fifteen ventricular non-sustained tachycardia (nst) less than or equal to 210 ms between (B)(6)-2012 and (B)(6)-2012. One ventricular fibrillation (vf) equal to 190 ms average v-cycle on (B)(6)-2012. Ventricular short interval count (v-sic) equal to 70.0 counts avg/day, in 11.17 days, between (B)(6)-2012 and (B)(6)-2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Two patient alerts for lead failure predictor on (B)(4) 2012. Fifteen ventricular non-sustained tachycardia (nst) less than or equal to 210 ms between (B)(4) 2012. One ventricular fibrillation (vf) equal to 190 ms average v-cycle on (B)(4) 2012. Ventricular short interval count (v-sic) equal to 70.0 counts avg/day, in 11.17 days, between (B)(4) 2012. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut and there was apparent explant damage.